Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) inspected the system remotely and confirmed that the equipment is taking a long time to restart. Review of the system log file showed that the there was a lack of communication between the generator and the module that emits the beeper a sound that signals image acquisition, the remote service engineer (rse) communicated with the customer and instructed to replace the paddle. After remote service, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device took longer than was expected to reboot. The device was inside of clinical use at the time of the event. No harm was reported to philips.